Event description:
It was reported that the right atrial lead had high impedance, no capture and had lost sensing. The lead has been programmed off (vvir mode). The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.